Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Advised "evo-b stents fail to enter the bile duct due to the white olive at the end of the catheter being in the wrong orientation and failing to railroad successfully over the wire." "As per complaint form": two evo-b stents failed to enter the bile duct due to the white olive at the end of the catheter being in the wrong orientation and failed to railroad successfully over the wire.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Advised "evo-b stents fail to enter the bile duct due to the white olive at the end of the catheter being in the wrong orientation and failing to railroad successfully over the wire." "As per complaint form": two evo-b stents failed to enter the bile duct due to the white olive at the end of the catheter being in the wrong orientation and failed to railroad successfully over the wire.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). "Evo-b stents fail to enter the bile duct due to the white olive at the end of the catheter being in the wrong orientation and failing to railroad successfully over the wire." "As per complaint form": two evo-b stents failed to enter the bile duct due to the white olive at the end of the catheter being in the wrong orientation and failed to railroad successfully over the wire. Device evaluation: the evo-10-11-8-b devices of lot number c1400617 were returned to cook ireland and evaluated on the 08 feb 2018. The following additional information was also received: 1) can I clarify the incident, was the user not able to backload the device on the wire guide? The device was loaded onto the wire successfully but would not follow the wire into the duct. 2) is the "white olive" the white tip? Yes 3) was this incident prior to patient contact? No 4) did the patient require any intervention or other procedures due to this? No 5) did the white tip become loose or separated? No lab evaluation: device #1: upon evaluation of the returned device there was no stent exposure. The lockwire was returned in place. The red shuttle deployment marker was at the back half of the handle. The device was wired successfully with a 0.035¿ wireguide when a slight bend was applied to the flexor. There were several kinks noted on the flexor. Device #2: upon evaluation of the returned device there was no stent exposure. The lockwire was returned in place. The red shuttle deployment marker was at the back half of the handle. The device was wired successfully with a 0.035¿ wireguide when a slight bend was applied to the flexor. There were several kinks noted on the flexor. The complaints are confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Root cause: a definite root cause of this event could not be determined; however a possible root cause is user handling of the devices when loading the wireguide. The user may have applied excessive force causing the flexor to kink, resulting in the inability to load the wireguide. Documents review: the evo-10-11-8-b devices of lot number c1400617 contain the main components: irs0131 (evo-10-11-8-b second assembly), rmn25-495 (suture: white force fibre size 3-0) and rmn28-118 (safety-lock). A review of the manufacturing records for the evo-10-11-8-b devices of lot number c1400617 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. ((B)(4)) as per (B)(4): ¿pass the wire guide (27-064) through the product loading it from the tip. Wire should pass through the zip port freely.¿ there is no evidence to suggest that this issue affects the entire lot # c1400617; upon review of complaints this failure mode has not occurred previously with this lot # c1400617. IFU review: as per the instructions for use, ifu0056-5, it states to " remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wireguide exits catheter at zip port." "Introduce device in short increments into accessory channel of endoscope until zip port is inside of the accessory channel, then relock wire guide. Continue advancing in short increments." Summary: the complaints are confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.